Event description:
Affiliate reports that it was found by x-ray that the connector of the siphonguard was broken and needed to be replaced.

Manufacturer narrative:
Codman has requested the valve for evaluation. Upon completion of the investigation, a follow up report will be filed.